Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute integrity drug eluting stent was implanted in the coronary artery. Post procedure, patient suffered myocardial infarction.

Manufacturer narrative:
Patient is an ex-smoker with history of hypertension, dyslipidemia, diabetes, chronic heart failure, pvd, previous myocardial infarction and previous pci. Index procedure was prompted by unstable angina. During index procedure, 4 resolute integrity drug eluting stents were implanted in the coronary artery. Cec adjudicated event as myocardial infarction. Myocardial infarction event occurred on same day as index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.